Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-four-year-old male patient with acute myocardial infarction and cardiogenic shock was supported with an impella cp device placed through the femoral artery. The patient had a significant history of peripheral arterial disease and diabetes mellitus. Due to concerns about baseline limb perfusion, an external bypass sheath was placed prophylactically to assist with circulation. During support, the patient developed pink-tinged urine, which was assessed as hematuria. Laboratory testing for hemolysis was initiated, and the purge solution was changed from sodium bicarbonate to heparin while systemic anticoagulation was added. Doppler assessment of the lower extremities showed difficulty in obtaining distal pulses, and this was coded as ischemia, likely influenced by pre-existing peripheral arterial disease. On the fourth day of support, the patient experienced sudden clinical deterioration and developed ventricular tachycardia during transport to the catheterization laboratory. The patient required intubation and escalation to venoarterial extracorporeal life support, followed by percutaneous coronary intervention of the left main and left anterior descending coronary arteries. After intervention and imaging evaluation, the patient was transferred to the intensive care unit, where he died later that day. The death was conservatively coded to the impella device; however, the overall clinical course was attributed primarily to the patient¿s severe underlying cardiac disease and multiorgan compromise.

Event description:
Additional information states that there were no interventions undertaken. The complaint of pink tinged was resolved with repositioning, and the ventricular fibrillation was caused by a left main left anterior descending artery occlusion, the device did not contribute to the patient's decompensation.

Manufacturer narrative:
Additional information was provided in b5 (event description). Upon review, it was identified that the additional information must be reported. Additional information was provided in h6 (health effect - impact code). Upon review, it was identified that the patient code has been added to this report. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury could not be determined due to insufficient clinical details.